Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, the pt had a rejuvenate right total hip done on (B)(6) 2010. She has had a left total hip as well as a right total knee performed by dr. Conn and is doing very well with those two procedures. However, regarding this right hip she has had three distinct episodes where the pt felt that her right hip had come out of place. The pt states this is usually in a seated position when she leans to one side or has a twisting type of episode while seated. She has had her husband as well as other family members "pull this back in place." She felt a clunk when this occurred. The pt noticed at this time of incident that her leg was shortened on this right side, and that there was a palpable fullness on the posterolateral aspect of her right buttock. She states that resolved when it was "pulled back in place". The pt has been performing physical therapy for several weeks now with improvement. She has not had any further episodes since she has been performing a right lower extremity strengthening program emphasizing her abductor strength. She does have a painful gait as well. She denies paresthesia to her right lower extremity. Md plan was to revise the acetabular component only. His impression was that the stem was well fixed an in proper placement. Md was aware or the product recall an advised that he may be using stryker product as off label use if stem was not removed. Md removed acetabular cup, liner, screw, and head and reimplanted a 54mm tritanium shell with 5 screws, constrained insert, with a 22.2mm standard head.